Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a cystectomy, the surgeon sealed and then cut tissue. When the surgeon removed the device from the pt he reported that the knife was no longer within the jaws and it was protruding from the side of the device.